Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level ranged from 268-269 mg/dl. During troubleshooting, the malfunction alarm was cleared, and insulin delivery was resumed successfully.